Event description:
Event description guidant received information that this atrial lead triggered the device safety switch feature due to an out of range impedance measurement. Also, noise was noted in both unipolar and bipolar configuration.